Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with sterile breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date received by manufacture corrected to 2018-07-20. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. The photo sample was available for analysis and had a hole in the top web of the syringe packaging. A DHR review was performed and there are no related defects or qns for this batch. While a true root cause is unknown, it is likely that the package was punctured during a machine jam in the packaging process. No corrective actions required at this time, as the defect rate is within the allowed quality limits per bd¿s specifications. Visual inspections are performed every hour to check for packaging defects.

Event description:
It was reported with the use of the bd syringe with bd luer-lok tip there was an issue with sterile breach. There was no report of injury or further medical intervention.